Event description:
During surgery for retinal tear, felt laser delivered beam at a much higher power than initially set; close to 2 w instead of 220/250 mw. Pt had non-serious choroidal hemorrhage, which resolved itself. Incident didn't recur after settings were changed to a lower power 230 mw.

Event description:
Additional information received noted outcome of event was excellent.